Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen at an unknown concentration and dosage for intractable spasticity and multiple sclerosis. It was reported that they are scanning the patient to look for leakage of the pump. It was unknown what exactly they were looking for. There was no further information provided during the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information was received. It was reported that there were no confirmed leaks and no actions/interventions were taken as there were no issues.